Event description:
It was reported that during testing conducted at the manufacturer facility the irrigation pinch valve had no rotation, no output to the handpiece, and no annunciators illuminated. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.